Event description:
Unomedical reference number (B)(4). Event occurred in serbia. On 11-apr-2024, it was reported that on (B)(6) 2024, the patient experienced insulin flow blocked and pump had detected an occlusion that prevents the flow of insulin. No further information available.